Event description:
It was reported that the patient was not experiencing any pain relief for "awhile." Reportedly, they had ¿maxed out¿ with the lioresal dose and the patient was still having symptoms. A computerized tomography (CT) scan was delayed because of the patient¿s workman's compensation that kept denying the procedure. It was finally approved which revealed that the catheter broke. Therefore, the pump and catheter were replaced on (B)(6) 2013. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the date of onset for the reported event was (B)(6) 2013. The patient experienced back pain with radiation to the left leg with spasm and weakness. The reason for the pump replacement was discontinuous pump tubing which was evident on the CT scan when compared to prior CT. The location was reported as the catheter. It was reported that the replacement of the intrathecal catheter took place in ¿(B)(6) 2012.¿ the patient was doing good and receiving effective therapy.